Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2011 and mesh was implanted to correct stress incontinence. It was reported by the patient that the mesh caused her poking like pain. About six months later, the patient experienced a mesh extrusion into the vagina. It was also reported that the patient experienced vaginal pain and dyspareunia from prior mesh. The patient underwent a mesh revision procedure in (B)(6) 2015 along with partial mesh excision and cystoscopy. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4). This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2011 and mesh was implanted to correct stress incontinence. It was reported by the patient that the mesh caused her poking like pain. About six months later, the patient experienced a mesh extrusion into the vagina. It was also reported that the patient experienced vaginal pain and dyspareunia from prior mesh. The patient underwent a mesh revision procedure in (B)(6) 2015 along with partial mesh excision and cystoscopy. Additional information has been requested.